Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen screen. The customer¿s blood glucose level was 155 mg/dl. The customer reported that they had no time displayed on her screen was recurred. Customer reported that the screen was completely blank. Customer reported that they had pump errors and also the pump keypad was not responding either. The customer reported that the time clock was not advancing. The customer was advised to monitor time display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to an arm watchdog (software) failure. Frozen screen and keypad unresponsive/button error alarm not confirmed during testing. Device passed the self test and the displacement test.